Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer also reported that there was no damaged on tubing clamp. Customer was advised that they need to replace infusion tubing after high pressure test. Customer was assisted with performing the high pressure test but it was failed and they repeated test and it was passed. It was unknown that the customer was using auto mode feature on insulin pump or not. The insulin pump will not be returned for analysis.